Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data does not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Blood was not observed on the returned device. The cannula assembly as well as the bottom housing was further inspected and no damages or abnormalities were observed that could cause bleeding or bruising for the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 364 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the adhesive was not secure and there was bleeding on the infusion site.